Manufacturer narrative:
Investigation ongoing.

Event description:
Initial report was that while testing the device prior to use the clamp could not be opened and the regrasp alert activated. During evaluation of the returned device on 03/28/07 the MFR's investigator found the device intermittently self-activated.